Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device has not been returned for evaluation. The cause of the product damaged (guidewire damage-peripheral vessels) issue was not determined as no product was returned for analysis. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that when attempting to use the 14fr peel away sheath, the guidewire was noted to be deformed. Additionally, during priming there was a purge cassette leak, the purge cassette was replaced. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).